Event description:
It was reported that needle 18ga 1in blunt fill sla came in a ruptured package had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: at the time of labeling, the pharmacist observed rupture of the packaging and presence of foreign body.

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were verified where no records potentially related to failure were found. The available sample was analyzed and it was possible to observe the foreign matter defect - plastic residue / component. The possible cause for this is a packing machine sealing station failure due to screwing in the feeder (puts the automatic needle in the cavity), or two pieces in the same needle cavity where it can get stuck in the trim that has a high temperature that could cause material damage. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 18ga 1in blunt fill sla came in a ruptured package had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: at the time of labeling, the pharmacist observed rupture of the packaging and presence of foreign body.